Manufacturer narrative:
Investigation results: market feedback had been received regarding disposable seals for aesculap trocars manufactured as of the end of march 2022. Customers complained about higher friction when inserting 10mm instruments, pulling out the seal when removing instruments or obturators, and tearing off parts of the seal during surgery. This renders the products unusable and they have to be replaced. The incorrect usage of the product, not following warning notices given in the IFU, contributes to this failure. The affected products were not fluorinated according to the valid product specifications at the time of production. The deviating fluoridization can lead to an increased friction between inserted dilator or instrument and may cause the internal parts of the product to jam and/or detach when increased forces are applied by the user. Batch history review: review of the complaint history revealed that five (5) similar complaints have been filed against the affected batch number. Conclusion and preventive measures: based upon the product investigation results an internal risk evaluation/assessment (product safety case) with reference number (B)(4) were initiated to reduce the probability of the contributing usage error. If the IFU is followed properly by the end user, the failure scenario is avoided and the safety and efficiency of the product is given. As a preventive action the supplier of the product will change the fluoridation process and will implement a 100% in-process control directly after fluoridation.

Event description:
It was reported that there was an issue with ek002su - disp.univ-sealing unit f/10/12mm trocars. According to the complaint description, the seals were tearing during laparoscopic glastric sleeve cases. It was then necessary to insufflate the abdominal cavity and retrieve the broken pieces. An additional medical intervention was necessary. This event prolonged the surgery for 5 to 10 minutes. According to manufacturer's reporting evaluation in accordance with 21 cfr 803, this event is considered reportable for the following reason: - serious injury (report not later than 30 days). The assessment for the reportability of this adverse event was based on patient harm, additional medical intervention. Additional information was not provided nor available. The adverse event is filed under internal aesculap ag ref. No. (B)(4) (internal aesculap ag ref. No.(B)(4)).